Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that questionable capture and possible undersensing were noted on the right ventricular (rv) lead post implant. Possible dislodgement was noted. The lead remains in use. No patient complications have been reported as a result of this event.